Event description:
It was reported that the customer fell on the insulin pump and now the display has cracks. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding lcd glass, minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.